Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available; however, a diagram noting the event was provided for evaluation. The diagram indicated the line that was disconnected was the stopcock of the drain bag. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed due to the drain bag tubing ¿fell off¿ of a prismaflex m150 set. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.